Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella cp device for mechanical circulatory support. During implantation, the long impella cp sheath was inserted due to tortuous iliacs. Upon placing the impella through the sheath, the impella would not advance past the iliacs. The physician did not want to use single access so had a 7fr sheath on the right side. The long 7fr sheath was causing the impella sheath to not go further. They swapped the long 7 for a short. The impella sheath had maybe about 5cm that it could still be pushed into the groin, due to the large pannus, it was difficult to see this. Also, they placed the dilator back through the sheath and advanced the sheath all the way to the skin. The wire was replaced and the impella was inserted again, the impella was snug but was able to advance.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci instructions for use for the related event are as follows: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.